Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture discovered via ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4.

Event description:
Healthcare professional reported right side rupture. Patient later reported "swelling and shape change on the right breast" and mentions the recall. The device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that rupture had not occured. Hence rupture is being unreported.

Event description:
Healthcare professional later reports there is no rupture. Device was explanted and replaced.